Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 565 mg/dl at the time of the incident. Customer stated that they using the insulin pump system within 48 hours of reported high blood glucose. Auto mode was inactive at time of incident. Customer stated that they treated high blood glucose via insulin pump and manual injection. The insulin pump will not be returned for analysis.